Event description:
While trying to get access in the right femoral artery using the axera arstasis device, the j tipped guide wire came loose and was retained inside the patient. It was visualized under fluoroscopy but was unretrievable with forceps. A cut down ateriotomy was necessary to retrieve the wire which was successfully completed. The patient tolerated the procedure well. The facility began using this device in (B)(6) of 2011 and have done numerous procedures with no reported issues. The facility did elect to pull the remaining devices on the shelf and they are coordinating these efforts with the local manufacturer's representative.